Manufacturer narrative:
This report is submitted on august 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
Additional information was received : the device had started to extrude over the last 3 months prior to explantation. This report is submitted on (B)(6) 2017.